Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during prime test due to faulty forcer sensor. Insulin pump received with minor scratches on display window, cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported that he received a prime alarm on his insulin pump. The customer's blood glucose level was not known. The customer stated that insulin was squirting out during the manual prime process. He was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.